Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, the endoscope displayed a blurry picture. The product was changed out. There was a delay in procedure due to product change out. The replacement endoscope was also blurry. The harvest of the vein was completed with conversion to open incision. No harm, injury or blood loss to pt.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must e handled with extreme care to prevent damage to the device. (B)(4).